Event description:
Report received of an error in programming the device with the incorrect pca dose, lockout and 4 hour dose limit. This was found during a retrospective analysis of the pump history by the manufacturer. The pump was programmed in the pca mode only, to deliver morphine 1.0mg/ml with a 1.5mg pca dose, a 5 minute pt lockout, and 40mg 4 hour dose limit. The prescribed programming of the pump was pca only mode, to deliver morphine 1.0mg/ml with a 1.0mg pca dose, a 6-min pt lockout, and a 30mg 4 hour limit. The pt received a pca dose during the time of the incorrect programming. The pt did not experience any adverse effects and no medical interventions were required. There were no reports of any issues made to the manufacturer by the customer. No further info was provided.